Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 25, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint product was visually inspected under magnification revealing that the cartridge had a stress mark and the cartridge tip was deformed/ damaged. Ovd was observed inside the cartridge. The lens module was opened and inspected, and ovd was observed inside the lens module, indicating that an excessive amount of ovd may have contributed to the complaint issue reported. The handpiece was disassembled and inspected, and no issues were observed. The lens was visually inspected under magnification revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected revealing damage on the surface of the lens. No further issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Section e1, telephone number: (B)(6) . Entering the telephone number in h10 as the field only takes the us format. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had a problem with the johnson and johnson(jnj) intraocular lens (iol) and preloaded injector. Upon implanting the lens, the doctor encountered a problem with the preloaded injector, which resulted in damage to the lens. Right at the beginning of the lens injection, it was noticed the lens was getting stuck. Doctor retracted the plunger, but it didn't resolve the issue. When the lens finally came out, it caused the tip of the cartridge to burst and damaged the lens optic. The iol touched the eye as it was partially inserted. Unfortunately, the customer did not have a backup lens for this case in their clinic and had to implant a different lens than the one that had been negotiated causing the customer significant inconvenience. The replacement/backup lens was a non-jnj iol 22.0 diopter. There was no capsule tear, unplanned vitrectomy or sutures required. No further information was provided.